Event description:
After an ir45v reload had been fired via an i45v stapler in an abdominal hysterectomy procedure, bleeding was observed at the staple lines. A bovie was used to arrest the bleeding, and the patient was in good condition at the end of the procedure.

Manufacturer narrative:
The patient's age and weight are not known. "999" and "000" are merely placeholders. The device was evaluated and functioned according to specifications. The root cause of the reported complaint could not be ascertained; the issue will be monitored.